Event description:
The pt reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his right eye (od) in 2008. The pt has been experiencing persistent glare in inferior visual field and it was as thought to be due to large peripheral iridotomy. The facility reported at the last post-op visit in 2009, the bcva was 20/16. The icl remains implanted.

Manufacturer narrative:
Evaluation results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and the work search, a specific root cause of the event could not be determined.